Event description:
Caller states the comfort curve test strip vial reports the expiration date as 10/18/2009. Manufacturer reports the expiration date as 10/31/2004. No adverse event reported. Requested return of suspect device and replacement was sent.